Event description:
Customer reports approx 60 yrs old male, undergoing ureteroscopy when fluoro failed. Customer has no other capabilities for procedures. Patient procedure rescheduled for another day. No reported injury.

Manufacturer narrative:
Field service engineer troubleshot the generator communication error per the generator service manual. The field service engineer tightened connections on atp console board, tightened connections on back of generator console, checked generator power, and generator connections. The field service engineer turned system on and verified proper operation according to sedecal generator manual. The field service engineer checked tube warm up, checked fluoro and digital photo spots. System is operating properly; unable to duplicate error.